Event description:
It was reported that the t:slim x2 pump battery failed to charge, even when using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and instructed the customer on the return process for the malfunctioning pump. The customer will use multiple daily injections (mdi) as a backup insulin therapy in the interim.